Event description:
On 7/1/98, dlp was contacted by a hospital perfusionist concerning a leak at the female luer on product code 30401 (lot number 6980-4007). He stated, the surgeon observed air to be drawn into the infusion port at the leak and then into the ascending aorta. The cannula was replaced. The event did not result in pt injury.